Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link catheter extension set was separated from the male luer lock adapter. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned along with a photograph and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed on the device and showed a separation between the tubing and the luer lock assembly. Visual inspection of the photograph showed separation of the same components. The reported condition was verified but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.